Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that they were hospitalized on (B)(6) 2018 due to high blood glucose values of 433 mg/dl. Customer's current blood glucose value: 225 mg/dl. During hospitalization, the customer was treated with insulin drip for high blood glucose values. The customer did not alleged that the insulin pump was under delivering. The customer was wearing the insulin pump within 48 hours of the reported event. The customer stated that the insulin pump was not working and it had blank display. Troubleshooting was not performed for blank display. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Insulin pump received with normal operating currents. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly during visual inspection. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.